Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt mentioned they had an unrelated l5 fusion last march 2022 and since the fusion, they had neck and back pain and pain in other areas of the body. Pt said their leads may have been damaged or moved in the emergency fusion surgery. Pt said they met with a rep for reprogramming in (B)(6) 2022, but reprogramming was not successful. Pt said they had no therapy in their back, but only had therapy in their legs. Pt said they had also been charging their ins and the charging stopped and controller displayed "no device found" suddenly. Pt said "charging had now become an issue." Pt requested rep to be present for upcoming emg/nerve conduction appointment on (B)(6) 2023 at 11:30am; pt's appointment for the results of the emg was on (B)(6) 2023 at 10:20am. The patient was redirected to their healthcare provider to further address the issue. Additional information received from a rep on (B)(6) 2023. The rep reported it is unknown if the emg testing is related to the devic e/therapy. The patient (pt) reported they had 3 recent x-rays of their back and is requesting records and forwarding them for review of current lead placement. The rep clarified they were unable to establish therapy in the back, only in bilateral legs. The issue has not yet been resolved. Weight was received.

Manufacturer narrative:
Concomitant medical product: product ID 977a260 lot# serial# (B)(4) implanted: explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: explanted: other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4) ubd: 12-apr-2022, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4) ubd: 12-apr-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.